Manufacturer narrative:
Other applicable components are: product ID: 9733467, lot: unknown, product type: software. The software investigation found that the reported event was related to a software issue. This issue was documented in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive and could not navigate. It was reported that the issue occurred near completion of the procedure and navigation was not necessary. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.